Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was no power to the programmer and the screen was faulty. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer did not start up, there was no power. It was also noted that the log files could not be retrieved and the touchscreen was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.